Manufacturer narrative:
Other applicable components are: product ID neu_recharger_acc, serial# unknown, product type: recharger. Date of event is estimated.

Event description:
A health care provider and patient reported that patient was seeing face of a doctor every time they tried to recharge their implant. The patient last recharged approximately a month ago. It was indicated that they just replaced the batteries in the patient programmer (pp). The patient was seeing a body icon next to battery pack icon that was flashing. It was stated that the device was not taking a charge. While on the call, the patient attempted to turn the implantable neurostimulator (ins) on and it was showing "off" on the pp. The patient tried to turn it on and that was when they saw the body and battery pack icon. It was also reported that the patient was in car accident in (B)(6) and during that time they had an MRI and their spleen was removed. They had not had stimulation on since (B)(6) and their "hands were pretty bad". They were not able to get good reading from their device. They saw 75% and then within 15 minutes saw 15% on the implantable neurostimulator recharger (insr). It was determined that the patient might be seeing "positional antenna" screen and pp was having trouble finding implant. The patient did not use an antenna. It was not clear what exactly the patient was seeing. Three weeks later, the company representative (rep) reported that the ins was alleged to be overdischarged. It would not communicate with pp, insr and physician programmer. It was indicated that the ins has been off for a long time but the exact time frame was unknown. It was indicated that rep used the "recovery" methods and the battery did have minor signal after an hour. Rep sent patient home with instructions to fully charge the battery. Patient has a follow up appointment with health care provider a day later to check their devices. Additional information has been requested regarding patient outcome and resolution of overdischarge, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.